Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s scs ipg was removed. Reportedly, the patient went to an appointment at his pain doctor¿s office, the patient had a cyst in the neck area and the scs ipg looked infected. The date of the explant was undetermined at this time.